Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the drawer was not recognized on the communication bus. A field service engineer reestablished all connections to resolve the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, the drawer failed. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.